Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a275, implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported that they were not able to change between programs. It was noted that even though all impedances were greater than 10,000 ohms. The patient felt the stimulation well and in the right area. The problem was that the patient was not able to change programs between a and b. Impedance check on (B)(6) 2018 and all electrodes were over 10,000 ohms but stimulation still felt okay. They tried to change between programs and were not able to do it, although 2 programs, a and b were available. The issue was not resolved at the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative reported that the impedances over 10,000 ohms but the patient could still feel paresthesia. The problem was that they could not change programs between a and b. Even though the patient changes the a to b the program changes automatically back to a. Troubleshooting included checking the impedances and they also tried to solve the issue by using another patient programmer. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that there would be no more details from this patient. The patient was seriously ill due to cancer and was being treated in another hospital. It was noted that no serial numbers were available.